Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure two abre stents were used to treat the patient. Post procedure patient suffered epidural hematoma. Patient developed right lower extremity paraesthesia (posterior) in the evening. Computed tomography angiography (cta) and computed tomography venography obtained, negative for apparent post operative complication. Neurology consulted. Magnetic resonance imaging of right lumbosacral plexus and this study revealed a massive dorsal epidural hematoma spanning from l3 down to the sacrum with severe canal stenosis and significant mass effect on the descending nerve roots. Surgical intervention required a l3-s1 decompressive laminectomy for evacuation of epidural hematoma. Patient recovered.